Manufacturer narrative:
Additional information: there was 1 investigation completed during this period. Product was returned and found cut. No manufacturing issues were identified.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Breakdown of lens damage is as follows: 2 events were reported as cosmetic and lens damage. 1 event was reported as lens damage. From the 3 reported events 2 reported removal and replacement. Two investigations out of the 3 reported events were completed during the reporting time period. 1 had a operational problem found. 1 was found within specifications. For both the investigations concluded there was no indication of a product malfunction or product quality deficiency. Serial numbers of suspect products (B)(4). Additional manufacturing site address for serial number (B)(4) (only) is as follows: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.